Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had iabp malfunction; unspecified. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.